Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found that there were three (3) of the same alarms and they were spread out over a 3 month period. The fse observed that the power supply and found that the air flow was obstructed on both sides . To resolve the issue, the fse disassembled the power supply and cleaned it externally and internally, completed all of the diagnostic testing with no further issues and completed the performance tests with no issues either. The fse let the unit run for an hour to ensure that there were no further error codes, and returned the iabp to the customer and cleared for clinical use. (B)(6).

Event description:
The customer reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "maintenance required code #7" alarm. There no patient injury or adverse event reported.